Event description:
Caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and guided the caller through the process, which resolved the error.